Event description:
It was reported that the pump touch screen was damaged and unresponsive. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.